Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient has experienced various levels of pain since receiving a left total knee arthroplasty and was additionally diagnosed with patellar heterotopic ossification approximately ten (10) years post-operatively. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented all-poly patella 35mm catalog #: 42540200035 lot #: 63038638, persona cruciate retaining cemented narrow femoral component left size 9 catalog #: 42502006601 lot #: 62964340, persona cemented stemmed tibial component left size e catalog #: 42532007101 lot #: 63078098. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b3, b4, e1, e2, e3, g3, g6, h2, h6, h11.